Event description:
A healthcare professional reported pt with blurry vision and on and off dry eye feeling at three months post op lasik surgery right eye. There are two related reports for this pt. This report addresses the pt's right eye, and another manufacturer report will be filed for the fellow eye.

Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4).